Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported that during the stage two implant, they were unable to make full connection between the implantable neurostimulator (ins) and lead. The hcp could not get ¿four blues in the windows.¿ the lead was attempted to be inserted in excess of ten times without being able to get the final ¿blue window¿ confirmation. It was stated the third blue could be achieved, but not the fourth. There were no reported factors that may have led or contributed to the issue and it was stated the lead looked fine and not damaged in any way. A different ins was used and the issue was resolved.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins set screw was backed out too far. The set screw was able to be turned back into the connector without difficulty. A known good lead could be completely inserted into the ins connector port without difficulty. (B)(4) no longer applies to the event. Result and conclusion codes have been updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.